Manufacturer narrative:
A review of the manufacturing records could not be conducted since the requested lot number is not available.

Event description:
On an unknown date, around 2018 to 2019, the patient was implanted with a gore® acuseal vascular graft as an av shunt for hemodialysis on the left forearm. On an unknown date in late 2019, a follow-up echo examination showed graft delamination. Graft occlusion was also confirmed at the same site. As a treatment, pta ballooning was performed. On an unknown date, the graft occlusion and the graft delamination were confirmed again at the same site. A reintervention of pta ballooning was performed as treatment. The graft remains implanted and the patient is being monitored. The physician's stated it was not determined if the graft delamination occurred at the puncture site or not.

Manufacturer narrative:
Engineering evaluation task was performed and the results are: the identity of the device was not provided; therefore, the device history record could not be examined to identify any potential root causes attributable to the manufacture of the device. The event description could not be confirmed, as no identity or image of the device was provided for evaluation.